Event description:
It was reported that during a rotator cuff repair procedure using and ambient megavac 90 wand, the wand gave an error upon connection. The procedure was successfully completed with an additional wand, however the procedure was delayed for 30 minutes while a backup wand was located. There were no pt complications reported as a result of this event.